Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that a cartridge alarm 1 occurred during basal. The customer's blood glucose level was 123 mg/dl. Customer will continue to use pump for diabetes management.